Event description:
Pt in for "redo triple valve" replacement. Pt intubated, on iabp. During operation after aortic valve replacement with pericardial proshesis, physician noticed the aortic root was not distending the way it should when administering cardioplegia. Prior to coming off cardio-pulmonary bypass. A very minimal amount of aortic insufficiency was noted by tee. Approx 30 min. After pt was off bypass, another tee was done, showing significant aortic insufficiency. Pt was reheparinized, recannulated & cardioplumonary by-pass was initiated. The aortic valve was removed and replaced with a new valve. Explanted pericardial valve noted to have once leaflet that seemed sutured into frame at a slightly lower level than other 2 leaflets.